Event description:
Insertion of greenfield filter did not open in vena cava. Dates of use: 2008. Diagnosis or reason for use: dvt. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? No. Event reappeared after reintroduction? No.